Event description:
It was reported that the lead safety switch (lss) of the pacemaker was triggered due to right atrial (ra} lead impedance greater than 3000 ohms. The lss automatically switches the programming from bipolar to unipolar. Ra amplitude and thresholds were normal and stable and impedance was normal during troubleshooting with arm manipulation. The physician reprogrammed the settings back to bipolar and planned to follow-up with the patient in two months. This ra lead remains implanted and in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).